Event description:
The pt was placed on the sense body coil and breast pad and slowly moved into the machine in a prone position. The pt was advised to alert the operators if she was in any discomfort. Once the pt was in position, she jolted and told the techs to get her out. Afterwards 9 rib fractures (4 on right 5th, 6th, 7th and 8th and 5 on left 4th, 5th, 6th 7th and 8th) were observed.

Manufacturer narrative:
(B)(4). Results: unusual event. Conclusions: the injury was attributed to movement of the pt while inside the bore of the magnet system.